Event description:
It is reported that a customer has physical damage in the form of scratches on their insulin pump from being dropped. The patient's blood glucose level was 251 mg/dl at the time of the call. The customer stated that they experienced a threshold suspend from their insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.